Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 242mm distal from the catheter's strain relief. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the balloon, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. Details of the lesion are unknown. The physician could not cross the lesion with a 2.50x32mm promus element stent as the device seemed kinked. Predilation was performed. In an attempt to place the stent to the lesion the shaft broke. The physician completed the procedure with an unknown size bare metal stent. No patient complications were reported and the patient's status is ok.